Event description:
On (B)(6) 2014, the reporter contacted animas alleging that on (B)(6) 2014, the patient was treated in the hospital for elevated blood glucose (bg) of 700mg/dl, nausea, vomiting, blurred vision, increased thirst and urination, back pain, difficulty walking, and diabetic ketoacidosis. The patient was reportedly treated with IV glucose. Customer technical support reviewed the pump with the reporter and found that the basal history did not match the active basal program. This complaint is being reported based on the allegation that the patient experienced severe hyperglycemia associated with an alleged basal delivery issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump history shows on (B)(4) /2014 at 14:33 a manual suspend. Pump was manually resumed at 16:25; then four unexplained loss of primes are recorded in the black box; deliveries resumed at 17:14. On (B)(4) 2014 03:02 an unexplained loss of prime occurred; deliveries resumed at (B)(4) 2014 18:02. The pump was exercised for 24hrs with returned battery cap and returned cartridge cap; no eaw¿s were duplicated. The total daily dose adds up correctly and reflects the users programmed basal rates. Pump passed a delivery accuracy test and was found to be operating within required range and delivering accurately. Unable to duplicate the complaint. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.